Manufacturer narrative:
Updated section h6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The provided imagery was evaluated and revealed the following: commander delivery system with crimped valve was observed inserted through the esheath. Commander delivery system nose tip exited the esheath tip. The esheath tip appears unopened. The esheath liner was torn in the middle shaft. With the commander delivery system and valve protruding through liner. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath using the s3 valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, sheath shaft kinks can be a result of any excessive device manipulation applied to overcome the resistance. The complaint for resistance between system components leading to inability to advance through the sheath was confirmed based on the evaluation of the provided imagery. It is possible that one or more patient/procedural factors (access vessel calcification, tortuosity, undersized vessel diameters, and/or steep angle of insertion) may have been present during the procedure. However, due to insufficient information, a definitive root cause is unable to be determined. The complaint for kinked sheath was unable to be confirmed due to unavailability of applicable imagery or returned device for evaluation. Available information suggests procedural factors (excessive manipulation) likely contributed to the event as it was reported that "it was not possible to push the valve forward or pull back". If excessive device manipulation is applied in an attempt to overcome the experienced resistance, the sheath shaft can kink, especially if compounded with vessel calcification and/or tortuosity. Through extensive complaint investigations, sheath liner tear events have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, and/or withdrawal of an altered balloon profile of the delivery system or bav. The complaint for punctured liner was confirmed based on the evaluation of the provided imagery. It is possible that one or more patient/procedural factors (access vessel calcification, tortuosity) may have been present during the procedure. However, due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by our affiliates in australia, this was a case with a 29mm sapien 3 valve, in aortic position by subclavian approach with surgical cutdown. During the procedure, there was resistance advancing the delivery system with the crimped valve through the esheath and, subsequently, the sheath kinked/bent. At this point, the nose cone exited the distal tip of esheath, but the valve did not exit. It was not possible to push the valve forward or pull back. With worsening hemodynamics, the entire system was removed as a single unit. A major subclavian injury was noted. Emergency sternotomy was performed, and a bypass pump was used. All resuscitation attempts were unsuccessful. The patient passed away. As per medical opinion, the perceived root cause of the subclavian injury was the split in the esheath. Per image evaluation, it was observed that the sheath liner was torn in the middle shaft with the commander delivery system and valve protruding through liner.

Manufacturer narrative:
Investigation is ongoing.